Event description:
The customer contacted physio-control to report that their monophasic AED would get stuck in a constant cycle of rebooting upon attempting to power on. As a result, defibrillation was not possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control advised the customer that their monophasic AED is no longer supported by physio and, as a result, is not field serviceable. Physio recommended that the customer permanently remove the device from service and obtain a replacement. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.